Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During the procedure, the material of the delivery system was found damaged.

Manufacturer narrative:
Upon receipt, the returned selectra mpep and the selectra slitter were thoroughly analyzed. In the course of the analysis, the selectra catheter under complaint was found fragmented into two pieces. The proximal part of 29 cm length demonstrated a helical cutting line resulting from the slitting procedure. The distal part of the 17 cm length showed multiple short cuts indicating the usage of scissors. The distal end of the proximal catheter fragment as well as the proximal end of the distal catheter fragment demonstrated signs of material defatigation. Subsequently the selectra slitter was analysed revealing a deformed clamp which most likely resulted from the repeated slitting attempts. A comprehensive analysis to investigate the origin of the above described damage of the selectra catheter was performed. The root cause for the observed behavior could not be definitely determined. The re-investigation of the manufacturing process for this device showed that the production steps had been performed accordingly without any inconsistencies during the assembly.